Manufacturer narrative:
(B)(4). A cool path duo 7f catheter was received for eval. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed no nonconforming material reports as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported while using the therapy cool path duo ablation catheter during an atrial fibrillation ablation procedure, the irrigation tube detached from the catheter. The cool path catheter was connected to a non-sjm generator and a non-sjm pump. The catheter was advanced to the left atrium for ablation. During manipulation of the catheter the irrigation pump went to high flow; however, the temp did not decrease, and the physician noted the irrigation port had detached from the handle of the catheter. The pt's blood flowed out of the handle onto the sterile drapes. The physician removed the catheter from the pt and replaced the catheter with another therapy cool path duo catheter. The case was successfully completed and there were no adverse consequences to the pt.